Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was confirmed. The visual inspection found the downstream and upstream occlusion seal was delaminated. Both seals were replaced.

Event description:
It was reported that the downstream occlusion is detached. Additionally during the investigation, it was found that the downstream occlusion seal delaminated. There was no patient involvement.